Event description:
Olympus was notified of the following event from FDA mw5109143: while using the subject device to break up a stone, the fiber optic device broke and a candle-like flame appeared at the end of the socket. The broken fiber was removed and the flame self-extinguished. No harm or injury to the patient. The intended procedure was completed. No additional information available. The facility requested to remain anonymous. This event includes 2 reports: (B)(6): unknown thulium fiber (soltive); (B)(6): unknown generator (soltive). This report is 2 of 2 for (B)(6): unknown generator (soltive).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.